Event description:
A (B)(6) male underwent a aaa (abdominal aortic aneurysm) repair on (B)(6) 2008 to repair an iliac aneurysm 8-9 cm. Follow up was fine and on (B)(6) 2010, the pt experienced some pain. The physician noted then that the initial iliac leg had separated from the main body due to anatomical issues. The iliac leg had gone to the outer part of the aneurysm and had dislodged from the main body. The physician went in and repaired the separation with an additional iliac leg as a bridge. This repaired the gap successfully. The doctor stated that there was no issue with the graft, but it was due to anatomical issues for the reason for the separation. At the time of this report, the pt was still in house at the facility and currently on the respirator.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4) - additional procedure is not specifically addressed per the provided IFU. (B)(4) - disconnects/separates is not specifically addressed per the provided IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Initial repair was performed (B)(6) 2008. Follow-up on (B)(6) 2010 determined that the iliac leg graft had separated from the main body due to anatomical issues. Disconnect was repaired by deploying an additional leg graft as a bridge. The physician stated that the event was not related to the device. Anatomical issues were the cause of the separation. At this time, there is no indication that a design or process induced failure of the device resulted in separation. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).